Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) readjusted the gear pump pressure, checked the rinse tubing, checked and adjusted the reagent probe wash, checked and cleaned the bath filters, cleaned the rinse nozzles, changed the heat cut filter and lamp, and performed a mechanism check, a photometer check, and a hardware check. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable results for multiple assays for 75 patient samples on a cobas 8000 c702 module. Refer to the attachment to the medwatch for all patient data. The units of measurement for na, k, and cl were not provided.